Manufacturer narrative:
Analyzed production records, performs historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Labeling included regarding pin site care.

Event description:
On october 14, 2024, tn emailed dr. (B)(6) to follow up on his case. Dr. (B)(6) reported that the patient did an excellent job but developed a small pin track infection while in alaska, which was managed with antibiotics. When the patient returned from alaska, the device was removed. Dr. (B)(6) indicated that he intended to remove the device sooner, but because the patient was out of town, he did it when she returned. On (B)(6) 2024, tn emailed dr. (B)(6) to follow up on his case. Dr. (B)(6) reported that the patient did an excellent job but developed a small pin track infection while in alaska, which was managed with antibiotics. When the patient returned from alaska, the device was removed. Dr. (B)(6) indicated that he intended to remove the device sooner, but because the patient was out of town, he did it when she returned.